Manufacturer narrative:
The insulin pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly stained keypad overlay buttons and slightly peeling end cap address label.

Event description:
The customer reported via phone call that the pieces of the reservoir compartment was broken. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.